Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The reported failure was replicated during the calibration. The opto button assembly would be replaced as a fix.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm)2 to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a nurse called intuitive technical support engineer (tse) to report that the surgeon got the master tool manipulator (mtm) clutched during the case. Apparently, one of the sliders of the finger clutch remained stuck. Surgeon used the foot clutch instead with no impact on the procedure. The procedure was completed as planned with no reported injury.